Event description:
The returned lead had analysis completed and approved. A small portion of the lead was returned measuring approximately 130 mm. The condition of the returned lead portion was consistent with those that typically exist following an explant procedure. No obvious anomalies were noted in the returned lead portion. An evaluation could not be performed on the portion of the lead not returned.

Event description:
The vns generator was returned to the manufacturer and product analysis was performed. No anomalies associated with the vns generator were observed. However, the internal data from the generator was reviewed and a low impedance condition was observed. Since it was confirmed the generator performed as expected, the low impedance condition observed would have been caused by the lead. The data from the generator which was observed was a snapshot of information which showed that both the pre-change and post-change impedance values were below acceptable limits. The pre- and post-change refers to the last time the device's impedance value changed by greater than 25%. Since both values were below acceptable limits, we are unable to determine the date the low impedance first occurred. Additionally, we are unable to tell if the low impedance occurred while still implanted in the patient, or if it had occurred on or sometime after the date the device was explanted. The date of the most recent change in impedance greater than 25% occurred on (B)(6) 2017, which was after the date of explant. The programming history database was reviewed in an attempt to determine when the low impedance may have occurred. There were no anomalies noted within the available data. Product analysis on the portion of the lead which was returned is expected but has not been completed to date.